Event description:
The clinician reports the implant was inserted (B)(6) 2008 in fdi 17 of the patient's mouth. On (B)(6) 2019 loss of osseointegration was verified. Patient presented with bone type IV, fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: numbness. No further patient complications were reported.